Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg and therapy was resumed.

Event description:
It was reported the ipg is unable to communicate with the external devices. The patient was unable to recharge the charging system and as a result he was unable to recharge his ipg. A sjm representative confirmed the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4). Correction/removal numbers: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.